Event description:
It was reported via voluntary medwatch that the patient's left ventricular (lv) lead exhibited a high pacing impedance. It was also noted that the lv lead was fractured. The lv lead was explanted and successfully replaced. No adverse effects were noted.